Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed-up with the initial reporter and obtained the following additional information : the batch details of reported instrument were confirmed. The instrument was used during law anterior resection(lar) surgical procedure.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the fenestrated bipolar forceps instrument had a broken black conductor wire. There was no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.